Event description:
It was reported that during an angioplasty procedure, the device allegedly leaked at the base of the y-piece, so that the contrast medium for inflating the balloon dripped next to it and could not build up any pressure. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 035 dilatation catheter was received for evaluation. During visual analysis the strain relief was dislodged from the hub. No other anomalies were observed. Further in the functional testing an in-house inflation device was used for inflation and could identify water leak from the distal end of strain relief. After removal of the strain relief the water leak could be observed from under the coils. The device was returned to the manufacturing facility for further investigation. Ultraviolet light was used to check for voids. No voids were observed between the inflation port and the hub spring. The sample was then inspected for leaks by inflating the balloon. A leak was observed from underneath the hub spring when the balloon was inflated. But the source of leak was unknown. However, during the visual analysis strain relief dislodgment could be observed, and in functional testing water leak from strain relief could be noted. Hence the investigation was confirmed for the identified strain relief dislodgment and reported leak issue. A definitive root cause for the identified strain relief dislodgment and reported leak issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.